Event description:
Received info stating that a pt had become disconnected from the ventilator and due to competing alarms this condition went unattended. Pt's condition is unk.

Manufacturer narrative:
Multiple attempts to try and retrieve further pt info. As per customer ventilator is back in service. Hospital's biomed has installed an external alarm. Pt's condition is unk at this time. Should further info become available a follow up MDR will be sent to FDA.